Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the battery to perform failure analysis. Error 802 was reproduced and confirmed at start up. The batteries are below specification.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure after anesthesia was administered, a non-recoverable fault 802 occurred. An intuitive surgical inc. (Isi) technical support engineer (tse) advised the customer to perform hard power cycle of the system. The same issue persisted even after the hard power cycle of the patient side cart (psc). The customer elected to abort to another da vinci system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. It was unknown if ports were placed prior to the issue being identified. The surgeon believed that the old system and the battery contributed the reported event. No post-operative complications occurred. There was no patient injury/harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported failure was reproduced. The fse replaced the battery box due to error 802 and the generic power distributor (gpd) due to error 86. The system was tested and verified as ready for use. Isi received the battery box and the gdp to perform failure analysis. The two units were installed into an in-house testing system and tested together. The testing system failed at start up with error 802. The complaint was confirmed based on the field evaluation and failure analysis. There was no issue with this gpd board.